Manufacturer narrative:
Approximate age of device - 3 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient experienced multiple gi bleeds. The event date has been estimated. Additional information has been requested but has not been provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator confirming the event date of the first gastrointestinal bleed was (B)(6) 2015. The patient was switched to eliquis and was started on octreotide monthly injections.